Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a clinical study patient. It was reported the patient underwent an hf sensor delivery system implant procedure. During the procedure, the patient experienced acute decompensated heart failure. As a result, the procedure was abandoned and the patient was hospitalized for several days. While hospitalized, the patient was given milrinone to improve cardiac output. It was noted the patient's issue was not device related.